Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Dislocation can be associated with a number of mechanisms. Unsatisfactory placement of the component parts. Extent of component stability. If components that were not matched for the pt requirements are used, this may increase the instability of the joint. Extent of soft tissue tension. Inadequate soft tissue tension and/or poor functional muscles around the hip may not be able to provide functional support to the joint. Pt behavior. There is insufficient information to perform a probable cause analysis. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive information be rec'd, the complaint will be reopened.

Event description:
It is reported that the pt presented with dislocation. Dislocation was repaired through closed reduction.